Event description:
While opening a package for burette tubing, the top tubing section with the spike connector, where you would spike your medication, fell off and onto the floor. This piece of the tubing should not fall off. New tubing was obtained before the medication was primed.